Event description:
It was reported that post implant, the patient complained of severe abdominal pain for 2/3 months. The patient went to a gynecologist. The gynecologist suspected an ovarian cyst, and sent patient for an ultrasound, MRI, scanner and exploratory laparoscopic which finally revealed the disconnection of the catheter from the injection port. The patient is returned on (B)(6) 2013 to consult the surgeon who decided to change in emergency the injection port the day after on (B)(6) 2013. There were no other patient consequence reported.

Manufacturer narrative:
(B)(4). Information unavailable.

Manufacturer narrative:
(B)(4). Corrected data: upon further review of the reported event, the 3500a was submitted in error. The port used on this band is not a medical device that is commercially distributed in the u.s. Nor is a similar product sold in the u.s. Therefore, this event is not reportable per the medical device regulations.